Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. Additionally, the investigation identified a main board issue, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device main board was replaced and the device passed all testing.

Event description:
It was reported that there was broken power cord outlet (B)(6). The event happened during testing. Additionally, the investigation identified a main board issue, an issue that could result in a hazardous situation, therefore making this investigation reportable.